Event description:
It was reported that a patient with an x-stop implant broke her spinous process after a fall. No additional information was provided.

Manufacturer narrative:
Device not returned. Follow up conversation with company representative.